Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to grade 2. On (B)(6) 2017, mr was noted to be increased to 4 due to progression of the disease. On (B)(6) 2017, during a mitraclip procedure, one clip was successfully implanted, reducing mr to grade 2-3. A second clip was attempted in the medial part of the valve. After two grasps without issue, it was observed that there was a small hole in the anterior leaflet, which was thought to have occurred due to the tension between the 2 clips. Additionally, the quality of the imaging was noted to be deteriorating, so the procedure was aborted. The clip was removed without issue and the final mr was back to grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage was a result of procedural conditions and likely due to the tension between the two clips. There is no indication of a product quality issue with respect to manufacture, design or labeling.